Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an endoscopic submucosal dissection, the subject device was used. In the beginning of the procedure, when the user hold the sheath of the device and the nurse hold the handle of the device, the user felt an electrical stimulation. The intended procedure was completed with another device. There was no patient injury reported. This is the report regarding the occurring of the electrical stimulation.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc evaluated it on sep. 20, 2018, and found no irregularities. The manufacturing record was reviewed and found no irregularities. Therefore, the exact cause of the reported event could not be conclusively determined. Omsc assumed there was a possibility that the electrical stimulation occurred due to user handling as follows; the user was in physical contact with the patient when activating. The user was in physical contact with the metal part of the operating table or the device when activating. The user was in physical contact with the wet clothes of the patient when activating. The patient was in physical contact with the a cord when activating. The instruction manual of the device has already warned as follows; do not activate output if any of the patient¿s skin surfaces are touching each other (a bare arm and the side of the chest, for example). This could burn the patient. Do not activate output if the patient¿s clothes are wet. This could burn the patient. Do not activate output when the patient is in contact with metal parts of the operating table or other units. This could burn the patient, operator or assistant. Do not touch the a cord or allow it to touch anyone when output is activated. This can cause burns to the patient, operator or assistant.